Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI powerport isp. During the preparation it was noted that the outer packaging was allegedly damaged. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although physical device was not returned for evaluation, two photos were provided for review. The first and second photos show the partial view of a sealed tray. The outer tyvek label is noted to be partially peeled at one corner of the tray. Therefore, the investigation is confirmed for the reported packaging problem and the identified tears, rips or hole in package issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient prepped for a port placement procedure using the MRI power port isp. During the preparation, it was noted that the outer packaging was allegedly damaged. The procedure was completed using another device. There was no patient contact.